Manufacturer narrative:
Correction: b5, h6 (fdd, ime, imf) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the sigmoid anterior resection, the device did not cut or staple after pressing the green firing button and squeezing the handle. The device did not fire. The reload was replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
Correction: b5, h6 (fdd, ime, imf) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the sigmoid anterior resection, the device could not deploy staples after pressing the green firing button and squeezing the handle. The device did not fire. The reload was replaced to resolve the issue.

Event description:
It was reported that during the sigmoid anterior resection, the device could not deploy staples after pressing the green firing button and squeezing the handle. The device did not fire. The reload was replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: unknown endo gia instrument (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.